Event description:
The customer reported the internal paddles did not discharge on a pt when the shock button was pressed.

Manufacturer narrative:
(B)(4). The customer reported the internal paddles did not discharge on a pt when the shock button was pressed. The paddles had damage near the connector where the cable was taped. There was no reported adverse pt impact. We will not consider this a malfunction and will consider this damage from use outside of normal and expected.